Manufacturer narrative:
Qn# (B)(4). The customer returned one product lidstock and endurance catheter connected to a syringe for evaluation. Visual examination revealed the majority of the catheter body was separated and not returned for analysis. The catheter was separated directly adjacent to the molded juncture hub. The edges of separation appeared clean and smooth, which is damage consistent with sharp object contacting the catheter (scissors, scalpel, needle, etc.). The inner diameter of the catheter body measured to be 0.031" which is within specifications of 0.030-0.034" per product drawing. The outer diameter of the catheter body could not be measured due to the damage observed. The manufacturing facility was contacted as part of this complaint investigation. It was stated that this defect could not occur during the manufacturing process and 100% of molded pieces are leak tested. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not apply tape , staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The IFU also cautions, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The customer report of a separated catheter was confirmed by complaint investigation of the returned sample. A device history record review was performed with no relevant findings. Based on the appearance of the sample received and comments from manufacturing, unintentional user error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
After completing catheter insertion, the user noticed a lot of bleeding and the catheter appeared to have come apart by the connection from hub to catheter. The device was removed and replaced without incident. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
After completing catheter insertion, the user noticed a lot of bleeding and the catheter appeared to have come apart by the connection from hub to catheter. The device was removed and replaced without incident. No patient harm reported.